Manufacturer narrative:
Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the vacuum pump fan to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that during the stereotactic biopsy procedure, the control module 'fan' & or motor for the vacuum pump failed. They tried to activate power switch and the motor did not respond. The physician completed the biopsy with the available tissue samples. There were no pt consequences reported.